Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information reports that surgical intervention took place, where ipg was explanted and replaced to resolve the issue.